Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. No observations were noted in regard to tv annulus oversizing at patient screening. Additionally, no procedural or follow-up imaging studies were available for review. As such, a definitive root cause cannot be determined. No manufacturing non-conformities were identified during DHR review. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, on post-operative day 2 the patient needed a permanent pacemaker implantation due to bradycardia (~30bpm) and atrioventricular block (avb) iii.